Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same case as 2134265-2010-02163. It was reported that during a carotid procedure, the patient experienced internal carotid artery (ica) spasm. The 70% stenosed target lesion located in the left proximal internal carotid was 1.5mm long with a reference vessel diameter of 5mm. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post--dilation, residual stenosis was 0%. During the index, it was noted an event of ica spasm occurred above the stent at the filterwire. The patient was treated with nitroglycerin and the event was resolved without residual effects.